Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, but the customer declined further troubleshooting.